Event description:
Caller alleged discrepant results compared with the lab inratio. Results as follows: date: (B)(6) 2011, inratio: 6.0, lab inratio: 3.4. Date: (B)(6) 2011, inratio: 4.8, 4.4, lab inratio: 3.3, 3.3. Pt's therapeutic range: 2-3 inr.

Manufacturer narrative:
Investigation pending.